Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was experienced high blood glucose level. Customer¿s blood glucose level was 445 mg/dl at the time of call. The customer provides details on symptoms related to the high blood glucose level episodes such as nauseated. Customer also reported that the insulin pump had blank display, power loss alarm and hardware low level failures alarm. Customer stated that the contacts on the battery cap was neither missing nor damaged, battery compartment and spring was neither damaged nor corroded and also stated that the display returned after insulin pump restart. Customer stated that the power loss alarm and hardware low level failures alarm were able to clear and able to rewind. Customer performed self test and the test was passed and cannula was recorded in daily history. Customer stated that the blood at site. Customer reported that they did not received medical treatment as a result of the site issue. Troubleshooting was declined for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. No unexpected battery power loss anomalies or blank display anomalies noted during testing. Pump error 63 was present in the device trace download due to broken trace at pin on keypad assembly. Toggled on or off and increased or decreased volume with the audio feature functioning properly. No audio or vibrate or absence of alarm anomalies noted during testing.